Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.

Event description:
See MDR#: 9680794-2012-00018 for the first event involving the same pt, it was reported that the procedure was being performed in the surgical suite. The clinician reported they had difficulty inflating the balloon. As a result, another balloon was used to complete the procedure. There was no delay in treatment, no pt death, and no pt complications were reported. A successful declot was performed. Follow- up info received on (B)(4) 2012 states that the inflation issue occurred after the balloon was inserted into the pt. The balloon was not pre-tested prior to insertion.